Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 61 mg/dl. The customer stated keys aren't responding and numbers were scrolling through when entering the carbs. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.